Event description:
Complaint was received stating that a high reading of 300 mg/dl was obtained on customer's precision qid meter when compared to a laboratory result of 166 mg/dl. There was no report of death or serious injury or medical intervention. The comparsion results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "c" zone, which considered to be clinically significant.